Event description:
It was reported that the patient faced an event of hyperglycemia of 537 mg/dL treated by Correction injection via MDI on 01 Dec 2025.

Manufacturer narrative:
MDR 3003442380-2026-62906 / Initial 1 of 3. Based on the available information, this event is deemed to be a Serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number. Reporting Site: 8021545. Manufacturing Site: 3003442380.